Manufacturer narrative:
Concomitant medical devices: simvastatin (cholesterol) 40mg/daily at bedtime asmanex inhaler (copd) 1/daily as needed. (B)(4). The device will not be returned for analysis, therefore no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by medical affairs, a patient called in for medical advice and additionally reported an adverse event. On (B)(6) 1985, the patient had two unknown stents placed, one in the rca (right coronary artery) and one in the lad (left anterior descending artery) after experiencing a "heart attack and artery almost clogged". The patient had three unidentified stents placed, including an unknown cypher stent, two of which were placed in 2004, and 2011. The patient had a cypher stent placed in 2008. On (B)(6) 2008 patient experienced unknown event and as treatment had an unidentified stent placed in unknown vessel. No further information obtained at time of call. The patient stated they did not have any additional information.